Event description:
The customer reported to olympus that the hd camera head had a blurry picture problem. The issue was found during reprocessing in a therapeutic cysto procedure. There were no reported delays and the procedure was completed with another device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of blurry picture was confirmed. The device evaluation found the camera picture was blurry due to stain on lens. Additionally, the device failed a leak test due to burnt damage on the insulation, and the labeling faded on the serial number plate. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image is blurred due to contamination of the lens. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "a soiled cover glass will impede observation. To remove dust, dirt, and other non-patient debris, wipe using sterile lint-free cloths." Olympus will continue to monitor field performance for this device.